Event description:
It was reported that a shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, 36mm x 3.5mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. Following pre-dilatations, a 38 x 3.50 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and the shaft was fractured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed, 36mm x 3.5mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. Following pre-dilatations, a 38 x 3.50 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and the shaft was fractured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. The target lesion was non tortuous and severely calcified. Then removed the device together with the guidewire.